Event description:
It was reported that during the implant attempt, the atrial lead was screwed in and out several times to obtain proper positioning and the physician felt that the mechanics of the helix were no longer functioning properly. The lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.